Manufacturer narrative:
This device was expected to be returned. Should additional information become available this investigation will be updated.

Event description:
It was reported that this device triggered elective replacement indicator (eri) in (B)(6) 2022 and triggered end of life (eol) including safety code in (B)(6) 2022. The time between eri and eol was alleged to be less then ninety days. The device was explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) device was analyzed and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued a field safety notice regarding a subset of cognis/teligen devices that has an elevated potential of exhibiting this behavior. This particular device is included in the low voltage capacitor advisory population.

Event description:
It was reported that this device triggered elective replacement indicator (eri) in (B)(6) 2022 and triggered end of life (eol) including safety core in (B)(6) 2022. The time between eri and eol was alleged to be less then ninety days. The device was explanted and was returned. No additional adverse patient effects were reported.